Event description:
The customer contacted stryker to report that their device did not recognize the electrodes, and would not shock. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker tested the device and could not duplicate nor verify the issue. It was noted that the device was sent in with third party electrodes. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.